Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 3 years, 5 months due to endocarditis with severe valve dysfunction. The explanted valve was replaced with a 25mm 11500a valve. Per medical records, patient was admitted on (B)(6) 2024 due to acute bacterial endocarditis with blood cultures were positive for mssa. ID was consulted and was treated with IV antibiotics. Echo on (B)(6) 2024 showed severe ar with aortic root abscess. The patient underwent redo-avr with 25 inspiris valve, reconstruction of aortic root/annulus and lvot with bovine pericardium, left atriotomy for exploration of mitral valve, placement of 8mm graft to innominate artery. The patient tolerated the procedure well and was taken to the sicu. Patient signed ama and was discharged on pod#13.

Manufacturer narrative:
Manufacturer narrative: updated sections: h6 health effect - clinical code, device code(s), and type of investigation. Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. Corrected data: section a2 date of birth. Based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 3 years, 5 months due to unknow reason. The explanted valve was replaced with a 25mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.